Manufacturer narrative:
The field service engineer (fse) found that the detergent concentration was high. The fse replaced two solenoid valves and a check valve and the detergent concentration became normal. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable ca2 calcium gen.2 and carb3 carbamazepine results for 15 patient samples on a cobas 8000 c702 module. For sample (B)(6), the initial ca2 result was 1.000 mmol/l. The repeat result was 2.020 mmol/l. For sample (B)(6), the initial ca2 result was 0.860 mmol/l. The repeat result was 2.020 mmol/l. For sample (B)(6), the initial ca2 result was 1.910 mmol/l. The repeat result was 2.560 mmol/l. For sample (B)(6), the initial ca2 result was 1.450 mmol/l. The repeat result was 2.510 mmol/l. For sample 5, the initial ca2 result was 1.580 mmol/l. The repeat result was 2.540 mmol/l. For sample (B)(6), the initial ca2 result was 1.410 mmol/l. The repeat result was 2.760 mmol/l. For sample (B)(6), the initial carb3 result was 3.400 mmol/l. The repeat result was 4.700 mmol/l. For sample (B)(6), the initial carb3 result was 2.800 mmol/l. The repeat result was 3.600 mmol/l. For sample (B)(6), the initial carb3 result was 3.500 mmol/l. The repeat result was 5.700 mmol/l. For sample (B)(6), the initial carb3 result was 1.800 mmol/l. The repeat result was 2.200 mmol/l. For sample (B)(6), the initial carb3 result was 3.900 mmol/l. The repeat result was 4.900 mmol/l. For sample (B)(6), the initial carb3 result was 2.100 mmol/l. The repeat result was 4.300 mmol/l. For sample (B)(6), the initial carb3 result was 3.400 mmol/l. The repeat result was 5.800 mmol/l. For sample (B)(6), the initial carb3 result was 2.700 mmol/l. The repeat result was 3.600 mmol/l. For sample (B)(6), the initial carb3 result was 5.200 mmol/l. The repeat result was 8.800 mmol/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer (fse) found a leaking cell rinse tube and replaced it. The investigation is ongoing.